Event description:
Procedure: roux-en-y. According to the reporter: the device was used on the duodenum. Two days after surgery, anastomotic leak occurred. Patient was treated conservatively with fasting and drainage, and recovered. No other patient information is available.

Manufacturer narrative:
(B)(4).